Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: 21 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and mostly distributed in the market 2,412 units of this code-batch. There are 12 units in our stock. We have received 21 closed samples from the customer for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results are: 0.66 kgf in average and 0.04 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Taking into account that no other customer complaints have been received for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle detaches from the thread. Additional information has not been provided.